Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-25 lead implanted: (B)(6) 2005; pb1018 transcatheter valve, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead warning due to low impedance. Capture management has also noted high thresholds. Technical services suggested getting an x-ray and evaluating the patient in the office. Technical services also advised the caller that it is normal for lead impedances on this lead model to run lower. Additional information was received that the patient was evaluated in the office and threshold was normal. The clinician also tested ventricular capture management (vcm) in the office and received the same value. Technical services advised the caller that vcm may not be reliable for epicardial leads. The patient will be monitored closely and return for follow up in one month. The available information suggests the lead remains in use. No patient complications have been reported as a result of this event.